Event description:
A 6f angio-seal vip device was deployed. Following the procedure the collagen was protruding from the skin, however hemostasis was achieved. Following discharge the patient experienced oozing followed by bleeding at the puncture site. One week post-deployment the patient presented to the hospital as the collagen was still protruding out of the puncture site. Hemostasis had already been achieved, but the angio-seal device was sitting just under the skin surface. The entire device was pulled out of the puncture tract and a stitch was placed.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. The cause for the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. The angio-seal device instruction for use (IFU) states that if collagen protrudes from the skin after tamping attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.